Manufacturer narrative:
Additional information: interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was tested; telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier. No anomalies were detected. The reported event of crosstalk oversensing was not confirmed in the lab.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of pacing due to crosstalk oversensing resulting in an episode of bradycardia was observed. The right ventricular lead was explanted and replaced, however, oversensing was still observed. The device was explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2938836-2019-17162.